Event description:
Promethra 2 implantable pain pump surgery on (B)(6) 2018. On (B)(6) 2017 admitted for internal bleeding. ER md and anesthesiologist concerned with possible pump malfunction. Cat scan showing multiple areas of fluid/ blood in areas of large and small intestine and abd. Cavity and also noted vaginal bleeding but I have had no menses in 11 years. Gyn consult stated with 1/2 pints blood in gut it caused clotting factors to be altered causing vaginal bleeding. A lot of pain and entire abdomen extending to vaginal labia region purple. Originally for open laparatomy by surgeon that implanted. Surgery but last minute change to I and d with hematoma evacuation from abdominal area. When I had asked md twice what caused the have had a headache increasing in severity post discharge, no improvement with pain symptoms and wonder if the pump is not working correctly or what caused such a massive bleed and air noted through my abd muscles and back and cannot exclude some kind of pump malfunction.